Manufacturer narrative:
Additional device info: this report is for an unknown 3.5mm proximal tibia locking compression plate. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.

Event description:
It was reported that a 3.5mm proximal tibia locking compression plate (lcp) and a total of 7 screws (3.7mm cannulated locking screws x 4 and 3.5mm locking screws x 3) were implanted on an unknown date for a tibial plateau fracture. Post-operatively, the patient developed an infection with redness and puss noted at the surgical site. The patient healed and the hardware was removed on (B)(6) 2014 due to the infection. There was no plate or screw breakage, no delays during the procedure, and the hardware was removed successfully. No further treatment to date. This is report 1 of 3 for file (B)(4). This report is for the 3.5mm proximal tibia locking compression plate (lcp).